Event description:
It was reported that during routine follow-up this patient was found to have stimulation and oversensing. The right ventricular (rv) lead was evaluated three times. In the third revision, a CT scan was performed, and a perforation on the heart wall was showed. Subsequently, the physician repositioned this rv lead. No additional adverse patient effects were reported. The rv lead remains in service.